Event description:
Boston scientific received information from a health care professional (hcp) that this right ventricular (rv) lead displayed a low, out of range shock impedance measurement. A review of remote home monitoring data indicated that all other lead diagnostics were normal. Boston scientific technical services discussed potential causes and trouble shooting of the out of range measurement. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.